Event description:
Related manufacturer reference number: 3006705815-2023-06220. Related manufacturer reference number: 3006705815-2023-06221. It was reported that the patient experienced ineffective therapy/inadequate coverage due to lead migration. Additionally, the patient also experienced pain at the ipg site following a fall. As such, surgical intervention took place on (B)(6) 2023 wherein the entire system explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.